Manufacturer narrative:
It was reported that the event occurred on the week of (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. This issue was further described as, ¿drug did not infuse properly for 2 days¿. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous h10: update "b3: it was reported that the event occurred on the week of january 15, 2022." To "b3/d10: it was reported that the event occurred on (B)(6) 2022." H4: the device was manufactured from april 11, 2022 - april 13, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.